Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted a icm120v4 12mm implantable collamer lens on (B)(6) 2010 and low vault was noted. Additionally, anterior lens opacity and a refractive surprise was reported. Surgeon is planning to exchange the icl.

Manufacturer narrative:
Evaluation method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. The medical review concluded; the review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age over 45 years, acd below 2.8mm for icl/ticl, keratoconus, pregnant or nursing patients, patient with low abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology and/or patients who are amblyopic or blind in fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effects(s) on the efficacy and safety of the device. This information has been communicated to the surgeon in case of severe deterioration of patient health. (B)(4).